Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call they had got external ram crc error and unexpected restart alarms on their insulin pump. The blood glucose value was unknown at the time of the call. The insulin pump passed self-test during troubleshooting, however the pump alarmed after inserting a new battery. The customer was advised that the device would be replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device passed the displacement test and unexpected restart error test. No unexpected external ram crc error or unexpected restart error test anomalies noted. Device passed self test. Device received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.